Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on 12/07/2016, stating that there are 2 episodes without therapy with noise on the rv channel that looks very mechanical. Lead diagnostics have been fairly consistent but there was one increase from 800 to 1300 ohms on one day. It was suspected to be a start of a lead issue. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).